Event description:
It was reported that customer had high blood glucose and needed assistance on how she should bolus. Customer's blood glucose was over 600 mg/dl and took 15 units after changing out the set for the second time. Customer reported that she had bent cannulas that lead to high blood glucose. The customer was advised about the two high blood glucose rules and advised to monitor her blood glucose. Customer will call back if needed further guidance. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.